Manufacturer narrative:
A sample was not returned for evaluation. The customer's complaint history was reviewed and this is the first event reported regarding this issue for this facility. There are no additional reports against this finished goods lot. The pak was built per specifications. Customer did not retain a sample to return for investigation; therefore, it is not possible to determine the root cause of this incident. (B)(4).

Event description:
A customer reported there was fluid leaking from the bottom left corner of the drain bag during a procedure. The drain bag was exchanged and the surgery was concluded. There was no harm or injury to the patient.